Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt, detailed analysis will be performed to determine root cause.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) tor report that this patient was presented to the clinic because the device was generating beeping tones. When the device was interrogated, the device displayed a fault code#1003 (voltage too low for projected remaining capacity). Ts discussed the issue and recommended that the device should be explanted. Subsequently, the local representative informed ts that this patient has been scheduled for a device replacement procedure. The local representative asked why the patient's monitoring system did not generate an alert to the clinic. Ts explained that the patient needs to be in close proximity of the communicator to complete the scheduled interrogation. Once the patient is close to the communicator, the alwert would have been upload to the server. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device was successfully explanted and replaced without incident. The device is enroute to boston scientific for laboratory testing.

Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--